Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement. The stent delivery system was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied to the balloon. This would have initiated stent deployment. Crimp stent markings were visible on exposed balloon wall which is an indication that the stent was crimped on the balloon prior to stent detachment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple kinks along several locations of the extrusion shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. A review of manufacturing process and manufacturing data for the stent profile was performed and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent dislodged inside the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric, de novo target lesion contained a lesion bend of >=90 degrees was located in the mildly tortuous and moderately calcified distal left circumflex artery (lcx). A 2.50 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.